Manufacturer narrative:
Additional information: based on the received information from the field, the device did not provide sufficient benefit reportedly due to a partial migration of the active electrode out of cochlea. The recipient has been re-implanted and but the concerned device has been discarded and will not be available for investigational purposes.

Event description:
The sound performance reportedly decreased because of 3 channels which migrated out from the cochlea. The user has been explanted on (B)(6) 2022.

Event description:
The sound performance reportedly decreased because of 3 channels which migrated out from the cochlea. The user has been explanted on (B)(6) 2022.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.